Manufacturer narrative:
During the process of this complaint attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg reached end of life. As a result, the ipg was replaced to address the issue. At this time, the device information is unknown, and attempts are being made to obtain this information.

Manufacturer narrative:
Date of event and patient weight are estimated.